Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels of 1.6 mmol/l (28.8 mg/dl) leading to a coma, while wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the patient was given an infusion of liquids, glucagon and blood tests were performed. The pod was discarded.